Manufacturer narrative:
The product was not returned for analysis; device was discarded. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4)

Event description:
A healthcare professional reported that the implant remained stuck in the injector. Additional information has been requested.